Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported rupture diagnosed by ultrasound scan and MRI, increased volume, "local discomfort and increased thermic sensation as well as some inflammatory fluid" was also reported. Physician indicated bia-alcl testing would be requested "since the rupture may have been caused by lymphoma"; testing has not been conducted at this time. The device remains implanted. This record relates to the left side. Patient was treated with anti-inflammatories.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: yellow and brown particle material on the shell.

Event description:
Healthcare professional reported "upon explant, no signs of macroscopic rupture of the prosthesis, but presence of double capsule on both sides with abundant seroma on the left". The device has been explanted.